Manufacturer narrative:
Date of event is estimated. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lots that would have contributed to this event and a review of the complaint history identified no similar incident reported from this lot. Based on all available information, a definitive cause for the reported single leaflet device attachment (slda) and patient effect of tissue damage could not be determined. Additionally, the reported recurrent mitral regurgitation (mr) and dyspnea were cascading effect of the reported tissue damage and slda. The reported patient effect of tissue damage, dyspnea and recurrent mr are listed in the mitraclip instructions for use as known possible complications associated with mitraclip procedures. There is no indication of a product issue with respect to manufacture, design, or labeling. The additional mitraclip device are filed under separate medwatch report numbers.

Event description:
This is filed to report single leaflet device attachment (slda), recurrent mitral regurgitation (mr) and tissue damage. It was reported that on (B)(6) 2020, a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with a grade of 4. Two clips (00117u111, 91113u153) were successfully implanted. A few days later, the patient complained of acute shortness of breath. Echocardiography was performed and showed that the two clips had detached from the anterior leaflet and remained attached to the posterior leaflet (single leaflet device attachment/slda), causing mr to increase to a grade of 4. It was noted that leaflet damage occurred as well. On (B)(6) 2020, the patient underwent mitral valve replacement. No additional information was provided.